Event description:
The customer reported that a button on the front of the heartstart xl was not working. There is no report of patient involvement.

Manufacturer narrative:
Device evalutated by customer.